Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, preceding/simultaneous bone augmentation, bleeding, inflammation, mobility. Paro-endo lesion at tooth 15, lack of oral hygiene, smoker.